Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently stored a treated episode less than one-week post-implant with two inappropriate shocks due to over-sensed non-physiological artifacts. The patient was evaluated in-clinic, where the artifacts were unable to reproduced during troubleshooting. Diagnostic imaging was performed, which revealed evidence of residual air in the device pocket that has since dissipated. Additionally, the x-ray imaging confirmed a fully inserted electrode. Boston scientific technical services was contacted and confirmed that if the performed troubleshooting did not elicit the non-physiological artifacts, the air has most likely dissipated from the pocket. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.